Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that her meter did not read the insulin pump and bolus was not delivered. She stated the delivered a bolus again and it did delivered. Customer also stated that she is not remembering to bolus when she needs to and may have cause the high blood glucose. Nothing further was reported.